Manufacturer narrative:
Literature citation: authors: mariano cefarelli, pietro giorgio malvindi, olimpia bifulco, beatrice buratto, paolo berretta, carlo z ingaro, filippo capestro, michele danilo pierri, jacopo alfonsi, alessandro d¿alfonso and marco di eusanio. Impact of reoperative computed tomography scan on neurological outcomes in coronary artery bypass grafting patients: a propensity-score analysis. Asian car diovascular & thoracic annals vol. 32(8-9) 443¿450. 10.1177/02184923241292098 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. B3 (date of event): earliest date of publication used for date of event. G.2.¿PMA / 510(k) # device is class I exempt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'impact of preoperative computed tomography scan on neurological outcomes in coronary artery bypass grafting patients: a propensity-score analysis.' The time frame of this study was january 2017 to june 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic-octopus 3 vacuum stabilizers, medtronic clearview intracoronary shunts deaths occurred in the study population. The causes of death were stroke; sepsis; sudden death. Among patients, adverse events included: cerebral stroke reopening for bleeding atrial fibrillation myocardial infarction respiratory failure acute renal failure sepsis intestinal ischemia injury sternal wound dehiscence no further information was provided pertaining to medtronic products.